Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently displayed an x-ray disabled error message and locked up. A re-boot was required to restore functionality. There was no patient injury or death reported.